Manufacturer narrative:
The suspect device will not be returned for evaluation since it is a permanent implant which cannot be retrieved. A search of the complaint database and device history record could not be performed because the lot number was not provided.

Event description:
The account alleges that a patient was treated via trans arterial embolization [tae] on (B)(6) 2016. On (B)(6) 2016, a biloma had developed. On an unknown date, the biloma had a reduction in size. On an unknown date, a liver abscess had developed, an antibiotic was administered and the patient was hospitalized. On an unknown date, the patient's symptoms had improved so the patient was discharged from hospital. The patient had made satisfactory progress after being discharged but the patient's condition suddenly changed after about 2 weeks. On (B)(6) 2016, the patient died from hepatic failure, multi-organ failure and disseminated intravascular coagulation [dic]. The hepatocellular carcinoma showed no sign of rupture. An infection was considered to be the trigger. Hepatic failure was assessed as unrelated to the embosphere product.